Manufacturer narrative:
Correction: date received by manufacturer was reported incorrectly. The correct date received by manufacturer is 11/07/2017.

Manufacturer narrative:
Results: bd received eighteen (18) loose 10ml assembled syringes, filled to the 7ml with a clear liquid, were received by bd and reported to be from batch #7150981. The samples were visually evaluated. The syringes were found to have unidentified floating particles contained in the fluid. These particles appeared to be level one or smaller, which is an acceptable condition per product specification. It is not clear whether the fm was generated during the syringe manufacturing process or the syringe filling process. DHR review for batch 7150981 (p/n 309605): manufacturing dates: 6/16/2017 to 6/17/2017. Batch quantity was (B)(4). All visual inspections were performed as per requirement with no quality notifications related to the complaint defect. Batch 7150981 was inspected and accepted based on meeting our inspection control plan and subsequently approved for shipment. Bd was able to confirm the customer's indicated failure, however the defect is acceptable per product specification. Complaints received for this product and condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business regularly reviews the collected data for identification of emerging trends. Based on the sample evaluation: ¿ confirmed: bd canaan was able to confirm the customer's indicated failure, however the defect is acceptable per product specification. Conclusion: no rejectable defects confirmed. Based on the fact that no rejectable defect was found, CAPA is not required at this time.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd luer-lok¿ syringe bulk sterile pharmacy convenience tray had foreign matter in the syringes. Found before use. No serious injury or medical intervention noted.